Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 54 mg/dl at the time of the incident. The insulin pump was in auto mode at the time of the incident. The customer stated that they needed two sensors replaced. One sensor only lasted 4 days and the other sensor did not read at all. The customer was not feeling well. The customer was experiencing low blood glucose for two days. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer does not allege that the insulin pump was over delivering. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer reported that the insulin pump was not worn during a medical procedure/test around an MRI. The insulin delivery was not suspended due to sensor glucose and blood glucose difference. The customer reported that the difference was occurring with a previous sensor. The customer did not receive a sensor updating value not available alert and a calibration not accepted alert. The customer did receive a change sensor alert. The insulin pump will not be returned for analysis.